Event description:
The dealer alleges the tilt actuator is leaking on a tdxsp-cg power chair. Dealer alleges that the consumer was stuck in tilt mode and had to contact the emt's to be removed from the chair.